Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the submitted log files revealed that no notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists hepatic dysfunction, renal dysfunction, right heart failure, and other neurological events (not stroke related) as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of hm 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with altered mental status and was lethargic. A computed tomography angiography (cta) scan of the head and neck was normal. The patients abdominal CT was also normal. The patients white blood cell count was normal and showed no infections. Their viral panel was negative. The patient had no edema and was warm and perfused. Their driveline exit site was normal. Log files were sent for review. It was noted that the event log file was mostly filled with pulsatility index (pi) events. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient history included acute kidney injury (aki), cardiorenal syndrome, lower gastrointestinal (gi) bleed ((B)(6) 2022), left ventricular assist device ((B)(6) 2019), nonischemic cardiomyopathy (nicm), and right ventricular (rv) failure. The onset of the aki, cardiorenal syndrome, nicm, and rv failure was noted to be (B)(6) 2024. It was determined that cirrhosis of the liver without ascites had caused the patients symptoms. The patient had been discharged home, recovered. They no longer had an altered mental status or lethargy and were treated with lactulose.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.